Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that noise was observed on the atrial lead for the past couple of months. The noise was not reproducible in clinic. The lead was being monitored. The patient was stable.